Event description:
The customer reported an operator error which resulted in a delay of critical therapy. At an unspecified date and time, channel a was programmed to deliver an unspecified concentration of calcium chloride and the delivery was started. In 2008, channel b was programmed to deliver an unspecified concentration of epinephrine at a rate of 0.2 mg/kg/min. No further programming parameters were provided. It was reported that for an unspecified reason while attempting to load the tubing set into the device, the nurse pulled the manual cassette eject lever which rendered the channel inoperable. At this time, channel b sounded an audible alarm tone. During the alarm condition, the nurse noted that the pt's systolic blood pressure (sbp) decreased from 108mmhg to 70mmhg. After an unspecified length of time, therapy was resumed using a replacement device. After the therapy was resumed, the pt's sbp increased to 108mmhg. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.